Manufacturer narrative:
During follow-up, the patient said she has been using the twist brand product for 7 years and her recent order is the shortest at only 4.75" from the end of the funnel to the tip of the catheter. The patient was informed that the catheter length is still within specification, and that cure medical's consultant nurse says to slowly withdraw the catheter from one's body since more urine may drain. The patient said she moves it around but was not sure she withdraws it slowly and will try to withdraw slowly.

Event description:
Intermittent catheter patient (user) said she had a urinary tract infection (uti) concurrent with catheter use, and thinks it was caused by the catheter being too short and doesn't drain her bladder completely. During follow-up, the patient said she was prescribed an antibiotic, took the full course, but did not fully recover. She was prescribed a second dose, and fully recovered after the taking the second dose.